Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump alarmed motor error, and the device was not exposed to a high magnetic field. Troubleshooting was performed, and the drive support cap was protruded. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Motor error alarm during the basic occlusion test and prime alarm during the prime test due to protruded/loose drive support disk. The insulin pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratches on lcd window, missing end cap sticker, cracked reservoir tube, scratched reservoir tube window and cracked battery tube threads.